Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of deformation felt along the catheter is confirmed and was determined to be related to the manufacture of the product. Two 4 fr s/l powerpicc solo catheters with their 3cg tether, stylet and t-lock assembly was returned for evaluation. An initial visual observation of the returned catheters revealed no obvious use residues throughout the returned devices. A tactile evaluation of the catheter shaft of sample 1 revealed unevenness along the catheter shaft between the 7 cm and 8 cm depth markers. A tactile evaluation of the catheter shaft of sample 2 revealed nothing remarkable along the catheter. A microscopic observation of the catheter shaft of sample 1 between the 7 cm and 8 cm depth markers revealed a small bump of an extrusion imperfection along the catheter shaft. A microscopic observation of the catheter shaft sample 2 revealed nothing remarkable along the device. The cause of the bump along the catheter was determined to be related to the manufacture of the product. This tubing is extruded by a 3rd party supplier and that supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported nurse examine picclines before use, and can feel kinks on two catheters. The first 7 cm in, the second 22 cm in. They did not insert the catheters in the patient, they changed to a new. This report addresses both devices. On (B)(6) 2025 it was found during an investigation there is a small bump along the catheter shaft.